Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. After performing brockenbrough method (bb) with rf needle inside vizigo, left atrium approach was performed. Blood pressure was not able to be measured during la mapping, and pericardial fluid was confirmed by soundstar catheter. Mapping was continued, localized reentry of the la anterior wall was diagnosed. The procedure was terminated by conducting ablation at the anterior wall. After that, bleeding did not stop even after drainage, so the patient was moved to the operation room and underwent thoracotomy for hemostasis. A perforation was found in the left atrial appendage (laa), and hemostasis was performed. The physician's opinions on the relationship between the event and the product was that another physician who was viewing in the control room commented that vizigo seemed to be going too far toward laa when performing bb. There were no abnormalities observed prior to and during use of the product. Additional information received indicated the patient required extended hospitalization because of the adverse event. A smartablate generator was used in this case. An rf needle was used for the transseptal puncture performed. Ablation was performed prior to noting the cardiac tamponade. The event occurred during the mapping phase. Force visualization features used was dashboard; vector; visitag. Additional filter used with the visitag was force over time (fot). Color options used was tag index.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30880287l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-dec-2022, additional information received indicating the patient¿s outcome from the adverse event was fully recovered. Updated information states ablation was not performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The flow setting for the irrigated catheter used in the event was 30 w 8 ml/min, = 31 w 15 ml/min. Correct catheter settings were selected on the smartablate generator and the pump flow setting was normally controlled by the smartablate generator. No error messages were observed. Parameters for stability for the visitag module used was range:1.5mm time:3s force over time (fot):3g/25% size:2mm. The initial reporter details were also provided and section e has been updated appropriately. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).